Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient was having a barium swallow test that included an x-ray, fluoro, or CT-scan performed due to her inability to swallow. The patient stated that her vocal cords were "totally hoarse" following the deep brain stimulation (dbs) surgery and she could not speak aloud. The patient also stated that the problem "probably" had to do with the anesthesiologist putting in the tracheal tube during the procedure. It was noted that the patient already had surgery to fix her voice as her vocal cords were paralyzed; the patient was able to talk again following the procedure. The patient noted that the issue began occurring from a couple of days to the next month after surgery; the exact date of onset is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.